Event description:
It was reported that the patient had been through a trial of dilaudid in the hospital last week, during which he passed out thrice as the dilaudid dose kept increasing. Patient was seen by the healthcare provider (hcp) on (B)(6) 2012 and per hcp patient "self-medicated"; however, patient believed "someone gave him too much medication". Currently, patient had dilaudid in his pump. It was stated that the trial was done to add a numbing agent (bupivicaine) to assist with muscle spasms. Patient did get relief during the trial after they started lowering the dose. Patient was dissatisfied with the hcp and considering hcp options. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the healthcare provider (hcp) reported that the previously reported event concerns were "absolutely inaccurate". As previously reported, the patient had placed a temporary intrathecal catheter to trial high dose of intrathecal hydromorphone and bupivacaine. The patient sought out the hcp after being implanted by other hcp's, with inadequate quality of relief for the whole experience with intrathecal therapy. The trial hcp believed that presented a significant issue in that "without being involved with his initial trialing, it is unclear if this patient should have been implanted with an intrathecal pump in the first place". The patient requested that the hcp attempt to improve the quality of pain relief. The patient and hcp proceeded as an outpatient for a number of years, but without a hospital-based titration, only cautious dose adjustments were possible. The patient "finally consented" to having a temporary intrathecal catheter placed for separate delivery in a monitored setting where the patient was an inpatient. A dose titration was done of hydromorphone to 0.6mg/hour, which caused the somnolence. It was noted that the cause was "not the bupivacaine". The hcp expressed that the event was "not a matter for your vigilance group in that the intrathecal pump was maintained at its usual dosing during the course of a trial through a separate temporary catheter and as such demonstrates no malfunction of this patient's hardware". The hcp continued to question as to whether this patient was responsive to the intrathecal therapy in the first place, given the lack of response to the point of sedating side effects. The hcp noted an offer was made to the patient for explant if it was felt the intrathecal pump was providing no value. It was later reported that the patient was never implanted after the trial, and had not been seen since (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the hcp reported that the patient had not provided them with any information on an adverse event; he had yet to follow up in the office. The patient was last seen on (B)(6) 2012 for bupivacaine trial with a temp catheter with positive results.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had two different pumps for trial. One was filled with dilaudid and one was filled with bupivacaine. The health care professional was increasing the dosage trying to get the patient comfortable, but the patient ended up needing oxygen and a couple of times, he ¿stopped breathing.¿ the patient did feel relief after the health care professional lowered the medicine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; pouch model: 8590-1, lot# n297945, implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).